Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer's mother reported that the insulin pump returned a button error alarm. Blood glucose level was 286 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.